Event description:
52 year old male patient sustained multiple injuries in a motor vehicle accident and was found pinned in the wreckage. On assessment by lifeflight staff he had difficult and occasional agonal respirations, no bp by cuff through carotid pulse palpable. Ems had been unable to place IV lines. When patient extricated, he was bagged, nasopharyngeal tube placed, masts placed, and CPR begun. On helicopter, moniitor placed, patient to asystole. Initial IV access was lost when side port in the trauma tubing failed when the clamp was released, diverting IV fluid out the port. On replacement, the second tubing also failed, the tubing twisted under pressure and IV access couldn't be re-established. The patient expired after arrival at the e.rdevice not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: invalid data. Invalid data - on device destroyed/disposed of status.